Manufacturer narrative:
Customer did not provide patient demographics such as age, date of birth, sex, weight, ethnicity or race. A field service engineer (fse) was dispatched to the customer site to troubleshoot the issue. They proceeded to monitor the instrument operation and found that the first sample of each new run would yield a high result. They replaced the buffer supply valves; the buffer syringe and all ise tubing. They then performed calibration, qc and selectivity testing with acceptable results. The system was then returned to full functionality. The failure mode is multiple hardware. The primary failure mode is unknown. The beckman coulter internal identifier for this event is (B)(4).

Event description:
A customer in australia reported their au480 clinical chemistry analyzer generated erroneous high ion selective electrode (ise) patient results. .they also stated that calibration and quality control (qc) results were intermittently out of specification. There was no report of change in patient treatment. The customer did not provide patient results to beckman coulter for investigation purposes.